Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that for the past couple of days, the display had been going blank. The customer stated that he changed the battery and received a battery out limit alarm. Blood glucose value was 207 mg/dl. The customer did not have a new battery to test. He called the next day and stated that he was still having issues with blank display, failed battery test unexpected restart and battery out limit alarms. Troubleshooting was done and the customer stated that the insulin pump alarmed failed battery test when inserting a new battery. He was advised that a battery cap replacement would be sent and to monitor the insulin pump.